Event description:
A patient underwent port-a-cath placement for access of chemotherapy. Pt was recently diagnosed with atypical carcinoid tumor of the l lung. Approximately seven days later, the pt received 1st chemotherapy tx: aprepitant 130 mg in 130ml ns, carboplatin 600 mg in 500 ml ns, vesesid 220mg in 550 ml ns. The next month, pt was admitted with diagnosis: staphlococcus aureus bacteremia with sepsis, infection due to port-a-cath. That day, pt underwent successful removal of port-a-cath. Upon removal of the port a tiny pinpoint perforation was present along the proximal aspect of the catheter. The leak was discovered upon removal o the port and then injection under pressure while kinking the end of the catheter. The tip was sent for culture which cultured out staph aureus. Manufacturer response for port-a-cath, smart port (per site reporter). Equipment failure reported to angiodynamics customer service representative.